Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The distal outer set-up joint (suj) was analyzed and found that system log review showed errors 23103 and 23105 indicating excessive encoder latency on the distal wrist, confirming the fault occurred in the field. When tested on a golden system in normal mode, error 23103 reoccurred and error 23105 was logged. The unit failed the wrist encoder test and tornado twang motor test on the patient side cart fixture test platform, replicating the reported issue. Visual inspection found no issues related to the event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause in this case is attributed to the wrist zettlex encoder.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced distal set up joint (suj) to resolve the issue. The system was verified and ready to use. Isi has not received the suj for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer contacted a technical support engineer (tse) after surgery and reported that they were facing a 23103 error, which suggested disabling the arm to continue. Before calling, the customer had already rebooted the system and recovered the fault, but the issue persisted, leading to the arm being disabled to continue the procedure. The tse reviewed the logs and confirmed error 23103, indicating excessive primary encoder latency on the setup joint 1 (suj1). The customer called back when they had access to the robot and the tse guided them to perform a hard power cycle with an emergency power off (epo), but the error persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that arm 1 was disabled due to error. The customer reported that during the last phase of the procedure when the surgeon was making the last anastomosis, the arm no longer worked and was deactivated, while the robot was driven out, the instrument could no longer move the robot arm in question manually. The customer confirmed that the procedure was completed with 3 arms robotically. The doctor in question only used 3 arms instead of the ideal 4. This made the procedure more difficult, but it worked. The customer could not say for sure if there was a procedure delay due to the issue, but since the procedure was a lot more difficult to perform, it took longer than normal. The customer confirmed that there was no patient injury, and the surgery was completed without compromising patient safety.